Manufacturer narrative:
Date of event & implant date were not reported, both were estimated. Date of event is (B)(6) 2020 and implant date is (B)(6) 2020.

Event description:
It was reported that there was an allergic reaction. In (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported. 1 month post procedure the patient reported that they had a rash on their arms and torso. The patient saw a dermatologist and the rash was biopsied. The patient was then treated with steroids for their rash. The biopsy showed that the patient had a lichenoid reaction to metal. The only metal in the patient according to the physician was the watchman closure device. The patient is still undergoing chronic treatment for the rash, but is still doing well at home.